Event description:
This is a report of a patient who experienced a breach in aseptic technique while performing therapy for peritoneal dialysis. It was noted that the patient had forgotten to close their transfer set when they disconnected themselves earlier to use the bathroom. Some solution had drained out and the patient felt empty from earlier. The patient bypassed to fill for their next therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a home patient who did not follow proper therapy steps when disconnecting their transfer set from the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.